Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error which rendered the interface touchscreen inoperable. Although requested, it is unknown if the reported condition occurred during patient use. The customer reported that the extended self-test was performed and the ventilator passed the required testing.